Manufacturer narrative:
Other, other text: b5: additional information received on 04-nov-2022 via email and attached to complaint object: patient details updated in complaint. The outcome of the event was: resolved. The serial number is unknown/not provided, report was submitted for cassettes only. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number and UDI number), are unknown. No information has been provided to date.

Event description:
It was reported that a couple of cassettes were missing the blue tabs. The exact number was not specified. There was no interruption in therapy. Photographs were not provided. Set flow rate and volume delivered are unknown. The position of the pump when alarm occurred is unknown. This was a continuous infusion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.